Event description:
A reporter/health care professional (hcp) alleged that an in-patient's blood glucose was inaccurately low on the hospital's one touch ultravue meter compared to the venous lab draw. In early 2009 at 7:27 a.m, an asymptomatic patient with myocardial infarction and diabetes was tested. Venous blood was drawn and sent to the lab, while a sample of the venous blood was placed on the one touch ultra test strip, result 53 mg/dl. The owner's booklet and test strip literature warn users not to use venous blood on ultra test strips. Based upon the meter result, the patient was treated with an IV containing fluid and 50% glucose. At an unknown time after the glucose was given to the patient, the result from the earlier venous sample was received, 330 mg/dl. The patient had no symptoms. At 10:27 a.m., again after the IV glucose, another venous sample was drawn and tested in the lab, result 564 mg/dl. The hcp did not test again on the meter. The patient was injected with 4 units of humalin insulin. According to the hcp, the patient was not injured. While in hospital the patient received novo-heparin 5,000 units for injection (5ml) between 2:30pm to 12:46 a.m the day prior. On original date between 12:36 a.m and 11:59 p.m, the patient was given 200ml soldem 3a and again 5,000 units novo-heparin (5ml). The patient also received 2-5 mgl nitorol as needed. All are cardiac medications. The patient's hematocrit and abnormal lab values, if any, were not provided. The test strip information was not known. The complaint is being reported because, reportedly, after the hcp treated the patient with glucose based upon falsely inaccurate low result, due to using venous blood on the ultra test strip, the patient's blood glucose allegedly increased to 564 mg/dl, resulting in treatment with insulin. One touch ultravue meter is not sold in the united states; it is sold only in other country. The ultravue meter must be used with one touch ultra test strips that are sold in the USA.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The hcp no longer knew the test strip lot number.